Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Device analysis revealed during visual examination that the crimped stent was stretched. This stretching started on the 12th row from the proximal edge of the stent and resulted in the stent being stretched out over the tip. A guidewire 0.014" was inserted through the port site entry and passed through to distal tip with no issues. The maximum crimped stent was measured and was within specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found a hypotube kink at 200mm distal of strain relief. A visual and tactile examination of the outer and mid-shaft section found a kink at 95mm proximal of port site entry. The bi-component bond showed no signs of damage or strain. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-05953. It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous middle to distal right coronary artery. After a non-bsc guide wire had crossed the lesion despite difficulties delivering, a 2.5x15 emerge balloon catheter was also advanced with difficulties and pre-dilation was performed. A 5.5 fr non-bsc guide extension catheter was then used to deliver a 3.00 x 32 synergy drug-eluting stent (des). However, the stent became stuck in the collar part of the guide extension catheter. The stent delivery system (sds) was removed and the mounted stent was found to be stretched. A 2.75 x 28 synergy des was then attempted to advance over the guide wire; however, the mounted stent was also found to be stretched. The procedure was completed with a 3.0 x 28 synergy des. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as 2134265-2016-05953. It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous middle to distal right coronary artery. After a non-bsc guide wire had crossed the lesion despite difficulties delivering, a 2.5x15 emerge balloon catheter was also advanced with difficulties and pre-dilation was performed. A 5.5 fr non-bsc guide extension catheter was then used to deliver a 3.00 x 32 synergy¿ drug-eluting stent (des). However, the stent became stuck in the collar part of the guide extension catheter. The stent delivery system (sds) was removed and the mounted stent was found to be stretched. A 2.75 x 28 synergy¿ des was then attempted to advance over the guide wire; however, the mounted stent was also found to be stretched. The procedure was completed with a 3.0 x 28 synergy¿ des. No patient complications were reported and the patient's status was good.